Manufacturer narrative:
(B)(4). The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that their customer's device would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer's device has not been returned to physio-control for evaluation. As a result, the cause of the reported issue could not be determined.

Event description:
A third party service agent contacted physio-control to report that their customer's device would not power on when prompted. There was no patient use associated with the reported event.